Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
The pt reported that he experienced pain on his right side immediately after his right inguinal hernia repair surgery. The pt was returned to surgery for removal of a surgical tacker. The pt continued to have "jags" or a poking feeling over his entire stomach or abdomen. He was returned to surgery for device excision in 2007.